Event description:
The customer reported via phone call that he had a motor error alarm and multiple no delivery errors. Customer's blood glucose was 318 mg/dl at the time of the incident. Customer stated that this past friday he had a low blood glucose that sent him to the hospital. Customer stated that the motor error did not send him to the hospital. Customer's blood glucose was 281 mg/dl on (B)(6) 2015. Customer stated that he went out to the store and was then found on the floor after having a low blood glucose. Customer went to the hospital that day and was released that night. Customer had highs the next morning and could not get his blood glucose down. Customer took an injection that lowered his blood glucose. Customer had a no delivery alarm. Customer mentioned that he had a MRI 3 months ago but removed the pump from the area while he took it. Customer stated that he was able to complete the rewind sequence. Customer declined troubleshooting for the no delivery alarm and low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.